Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a time/date reset was unable to be verified in the black box. The black box shows a manual time change on (B)(6) 2015 from 04:40 to 16:42. The pump was exercised for 24hrs with the returned battery and cartridge caps. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the display screen had a pinkish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 498 mg/dl with moderate ketones and difficulty waking up associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. Reportedly, the patient remained on the insulin pump and was treated with a glucagon injection by a third party. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.